Event description:
Pt experience failure of the apex modular hip stem due to pin breakage. Xxxxx total revision hip surgery was performed on (B)(6), 2010. The neck, stem and ceramic head were replaced. Pt is currently recovering from procedure and case went without incident.

Manufacturer narrative:
Additional mechanical tests were performed on similar devices.